Event description:
It was reported that devices have missing sears, customer states this is an on going issue. There was no information on patient involvement as this is generalized complaint. Although requested no further information was made available.

Manufacturer narrative:
Please note that the investigation was performed only on the components (assy latch door 8100), as these were the only samples provided by the customer. Omit : b17 - device not returned, c20 - no findings available additional information : device available for eval?, returned to manufacturer on, device return to manuf . Device eval by manufacturer?, if other specify, imdrf annex a, b, c codes. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that devices have missing sears, customer states this is an on going issue. There was no information on patient involvement as this is generalized complaint. Although requested no further information was made available.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that devices have missing sears, customer states this is an on going issue. There was no information on patient involvement as this is generalized complaint. Although requested no further information was made available.